Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt was receiving adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem adjust belt or check belt message) was confirmed. Upon investigation, the trunk cable connector was damaged and the white (drvn_gnd) wire inside the connector was open. The open wire caused the reported alarms. The root cause for the open wire could not be positively identified but was likely excessive fore on the connector. No adverse event resulted from the open white wire. The pt received a replacement electrode belt.